Manufacturer narrative:
H.6. Investigation summary: four 10ml syringes from batch 9150982 (p/n 302995) were received and evaluated. Three of the syringes were in fully sealed blister packs and one was opened. It appeared the "wet substance" was silicone and was the normal and expected amount per product specification.the reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Conclusion: the reported defect was not identified in the samples received. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that foreign matter was found before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, at the tip of the syringe where the rubber stopper meets the top of the syringe there appears to be a wet substance almost like oil or water. This does not appear on any other size bd syringe but noticed it on these.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "at the tip of the syringe where the rubber stopper meets the top of the syringe there appears to be a wet substance almost like oil or water. This does not appear on any other size bd syringe but noticed it on these.¿